Manufacturer narrative:
H4: the lot was manufactured from september 14, 2022 to september 15, 2022. H10: three (3) actual devices were returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed at the port 2, spike port bonding area of all containers. The reported condition was verified. The cause of the condition could not be determined, however was most likely was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port. This was discovered during preparation, prior to patient use. There was no patient involvement. No additional information is available.